Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's implantable pulse generator (ipg) capture management had not run for several months. It appears that atrial high rate episodes were missed. The ipg remains in use. No patient complications were reported as a result of this event.